Manufacturer narrative:
Product event summary (B)(4) (97714 restore sensor MRI ins) reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The ins remains implanted. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the ins. The event was reviewed for existing investigations and none applied. The event was reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to (B)(4) and escalation was not required. There are no anomalies found with the ins because the rep later confirmed that reprogramming resolved the lack of therapeutic effect, and the patient "felt good after the appointment". Concomitant products: product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic benefit. Since the new implantable neurostimulator (ins) had been placed they had been unable to get the same therapy benefit as their old ins. It was further reported that they were trying to get the settings from the patient¿s previous implantable neurostimulator (ins) to see if that gave the patient therapy. It was further reported that the patient was not getting stimulation exactly where they needed it. They had tried to reprogram the device but that was unsuccessful. The patient was only able to get stimulation where they needed it at high amplitudes and then it became very bothersome. It was further reported that the patient¿s therapy wasn¿t as good standing up as it was when lying down. Additional information received reported that the patient had been experimenting with their program settings. It was noted that the patient was trying to get the best relief and also make it so the battery would last longer between charges. It was further reported that in the week prior to the date of the report that patient had all three programs at 2.0 during the daytime and got 6 days before they had to charge. It was noted that the patient¿s symptoms were ok in the legs but not hitting the lower back. On the sunday prior to the report the patient charge fully and put all programs on 3.0. It was noted that the patient still had half a charge at the time of the report. The symptoms in the legs were reportedly controlled, but again, not hitting the lower back. It was noted that because the patient¿s back had not been controlled by stimulation, they saw their pain doctor and made an appointment for steroid injections in their back. It was noted that the patient would continue to experiment with their settings and wanted to ¿wipe the slate clean¿ and try just 2 programs. Additional information received reported that the patient had a programming appointment on tuesday, where they programmed just one program for coverage in the lower back where he requested. It was reported that he felt good after the appointment. It was noted that the patient had an appointment scheduled for monday to check his settings and do an impedance check. Additional information received reported that the patient wasn¿t getting relief in the back. The patient stated it was okay for a while but the caller noted that now whenever they try to get stimulation in the back the patient was getting ¿lateral rib pain¿. It was noted that the patient had been reprogrammed multiple times and the patient was now complaining. It was stated that the manufacturer¿s representatives were only able to use the lower (anatomically) 4 electrodes or they got rib coverage. It was stated that the healthcare professional (hcp) ordered x-rays to see if electrodes have moved. It was noted that the event date was unclear, and that the patient has had potential rib pain since the newest device was implanted. It was stated that a possible problem with the ins was suspected. Additional information received reported that the patient was getting little to no therapy at l5-s2. Additional information received reported that the patient was having the spinal stimulator removed and requested that the device be tested. It was noted that the patient detailed how the device "misbehaved", and stated that the unit was currently turned off "but in this unauthorized program". The patient repeated details about the three times the device misbehaved. It was stated that the patient felt that the unit would reset itself to "the real program" and stated that his hcp said his "idea that the generator changed programs/power settings was impossible".

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that this patient had a lot of damage to the nerves in his back before a stimulation device was ever placed due to repeated back surgeries. It was stated that because of this, they were never able to get the stimulation in the right location for him, which was the lower back. It was stated that they could only get stimulation in his legs, abdomen, hips and rib area. It was noted that they tried for hours. It was stated that the healthcare professional (hcp) was experienced and no matter what technique and angle of entry he tried, he just could not get it. It was reported that the hcp removed the entire system and they would not implant again. It was stated that the patient just was not a good candidate. It was stated that the manufacturer's representative had the device and the leads available and would return it to the manufacturer.

Event description:
Additional information received reported that the manufacturer¿s representative mentioned that the patient was getting a replacement tomorrow. It was stated that the patient had a sensor and it ¿just died and stopped working¿. It was noted that there was an mpxr written up on this patient.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no significant anomaly. Analysis of the lead (serial # (B)(4)) found no significant anomaly. Analysis of the lead (serial # (B)(4)) found no significant anomaly.

Event description:
Additional information received reported that everything was explanted and the product was being returned. It was stated that the patient was doing ok in recovery, no additional information was available. Additional information received reported that the implant was removed due to difficulty revising the leads but the patient did not receive therapy where he needed it so the patient decided to explant the device.

Event description:
Additional information received reported that the device was returned to the manufacturer after removal of the ins and two leads. It was stated that the removal was therapy related. It was noted that the device was returned for disposal only. There was no patient death or injury. It was noted that the device was removed on (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient¿s surgery got rescheduled to 6/3. It was stated that information would be updated after the surgery. Additional information received reported a surgical explant today. It was stated that the patient had been unable to get therapy in the back (only in the hips and legs), so they performed an explant/revision today. It was stated that the implantable neurostimulator (ins) and leads were removed and intra-operative testing was done with the new vectris leads using the multi lead trialing cable (mltc). It was stated that they attempted to get stimulation sensation in the back area moving the lead multiple times for several hours without any stimulation in the back, but it was only felt in the hips and legs. It was noted that the patient has had many back surgeries prior to the stimulator, in addition to baclofen and pain medications (¿and this and that¿). It was stated that there were no technical issues with the lead or ins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.